Event description:
The pump was returned for investigation. Investigation revealed threads were peeling off and the coin slot was stripped on the battery cap this report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the threads peeling off and the coin slot is stripped on the battery cap. The battery cap is unable to tighten and difficult to remove due to damaged peeling threads and stripped coin slot. The battery cap height and width are within specifications. (B)(6).